Event description:
It was reported to minimed that the customer experienced a high blood glucose event resulting in hospitalization for diabetic ketoacidosis (dka). The event involved product(s) unk_reservoir,78893-01,mmt-1884,unomedical. The customer has type 1 diabetes and reported blood glucose values of approximately 400 mg/dl . The customer reported symptoms including confusion, feeling unwell, weakness, back pain, and sleepiness. The customer was admitted to treatment including IV insulin drip and manual insulin injections. The customer reported that the insulin pump was disconnected upon hospital admission and that she had been using a dexcom continous glucose monitoring. The customer reported that blood glucose levels were not decreasing despite administering insulin via the pump prior to hospitalization. Troubleshooting was performed. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return was requested for unk_reservoir,78893-01,mmt-1884,unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.